Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that fibrous, foreign material was found through and between the rubber stopper, inside the barrel of a syringe. A fiberous, foreign material was found through and between the rubber stopper, inside the barrel of a syringe. Complaint via email. Sup-2026-0035 date discovered: 29apr2026 material description: syringe (sterile), 50 ml ll, bd tray *309680* (20/tray; 6 tray/cs) supplier: (B)(4) (carefusion) a fiberous, foreign material was found through and between the rubber stopper, inside the barrel of a syringe.